Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture, capsular contracture date of explantation: december 06, 2022 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic/latino female patient underwent a breast augmentation surgery with implantation of a 500cc mentor memorygel breast implant prosthesis. Post-operatively, the patient observed her right breast appeared hard and higher up on her chest. However, no baker grade rating was provided. Additionally, she reported the right breast implant was ruptured. Consultation with a medical professional has been conducted coupled with mammogram and ultrasound imaging. As a result, the patient is scheduled for removal on (B)(6) 2022. The event of implantation was provided to mentor as a best estimate. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On november 22, 2022, mentor received additional information. The patient was diagnosed with baker grade IV capsular contracture of the right breast. On december 07, 2022, mentor became aware that the patient was bilaterally replaced with 550cc mentor memorygel breast implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 12, 2023, the mentor analysis lab received the suspect medical device for evaluation. On january 13, 2023, mentor became aware that the patient identifier was inadvertently reported in error. The correct identifier has been populated in the appropriate field. On january 17, 2023, mentor completed an evaluation on the returned device. Mentor conducted visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured, received in two (2) parts and received incomplete. Additionally, an area of shell abrasion was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4) in the initial, a1 patient identifier should have been reported as (B)(6).